Event description:
It was reported that during a supply change the user rewound the ilet pump and attempted to remove the cartridge, but the cartridge remained stuck in the chamber despite multiple fill tubing attempts and repeated twisting of the connector, consistent with a device issue related to failure to disconnect at the reservoir component, and a replacement device was arranged. No injury, clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem involving the reservoir with persistent inability to disconnect the cartridge from the chamber. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.